Event description:
It was reported the patient experienced weight changes and pain at the pocket site. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.